Manufacturer narrative:
This case was re-open on (B)(6) 2015. Additional information was received on july 31, 2015. The surgical report has been provided. The review of the surgical report did not lead to new information regarding the reported event. The provided information does not change the previous assessment of the case. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) consider this case as closed zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was revised due to pain, , elevated cocr levels. During the surgery it was discovered evidence of early tissue reaction with some tissue necrosis. It was stated that the cup was slightly oversized and it was removed without difficulty.

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 54/48 n on the right side on (B)(6) 2007. The pt was revised on (B)(6) 2014 due to unk reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issue for which zimmer implemented a notification in 07/2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).